Event description:
It was reported that, one day post-implant of a new implantable cardioverter defibrillator (ICD) device, a telemetry tracing revealed a p-wave that was under-sensed on the chronic right atrial (ra) lead while the mode was set to ddd (dual chamber fixed rate). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d4 implantable cardioverter defibrillator (B)(6) 2013; 6935m55 implantable tachy lead (B)(6) 2013.